Event description:
It was reported that the customer fell and broke the screen. It was noted that the screen was cracked and the side was crushed. No further information reported.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, missing display window, broken case on the right front side near up button, broken off end cap, cracked reservoir tube lip and cracked reservoir tube near reservoir tube window.